Manufacturer narrative:
Patient information is unknown. This report is for an unknown trauma locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on unknown date, an initial surgery was performed for the patient who was implanted with a variable angle locking (val) t-plate and screws at the 3rd metacarpal. The scheduled removal surgery was performed on (B)(6) 2018. During the operation, the head of a screw broke off and the screw shaft remained inside the bone. The screw shaft was removed using a hollow reamer and an extraction bolt. No broken pieces remained in the patient¿s body. The surgeon commented that the strength of the screw shaft might be weak. The removal surgery was successfully completed with a less-than-30-minute delay. Patient status is unknown. Concomitant device: 1.5mm titanium val t-plate 3-hole head ¿ 7-hole shaft ¿ sterile (part: 04.130.252s, lot: l287932, quantity: 1). This report is for an unknown trauma locking screw. This is report 1 of 1 for (B)(4).